Event description:
It was reported by the customer that a pyxis medstation es system tower door was failed often. The customer stated that there was a malfunction occurred when accessing the medication for patients. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that thetower door 2 has been failing often. A field service engineer replaced the latch assembly as well as door 1 and door 3 to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshooted the device.